Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device analysis will be submitted as a follow-up report.

Event description:
It was reported that sounds appear too soft to the pt and the pt's father wants the implant to be exchanged, although the implant is fully functioning. Testing shows that the implant is functioning.